Event description:
It was reported that the removal of the bladder catheter in a patient following positive rehabilitation. It was stated that the balloon was deflated and found 15cc in the syringe. However when the probe was removed it caused the resistance and pain to the patient. It was noted that the catheter was cut and tried to get air out of the balloon but it was ineffective. The probe was removed forcefully. The balloon was indeed always inflated and the device was kept for evaluation.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The reported failure was able to be reproduced. The sample was evaluated and observed there was a collapse lumen due to a deformed snip eye which caused the catheter to difficult to remove. The catheter balloon was inflated with 10 ml of water using a normal fill technique and the balloon unable to deflate. The catheter was dissected and found that the lumen was collapsed due to a poor snip eye which caused the catheter to difficult to remove. The root cause for this failure mode was due to off center eye snip. A review of the manufacturing process indicates that the process was capable of producing this type of defect. Based on the sample returned it was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A new connector with a needle free sample port has been added to this product. Instructions for use for the needle-free sampling 1. Kink the drainage tubing at a minimum of 5cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the center, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon removal of the foley catheter in a patient following positive rehabilitation. Stated that the balloon was deflated and found 15cc in the syringe. However, when removing the probe it caused resistance and pain to the patient and cut the catheter and tried to get air out of the balloon but it was ineffective. The probe was removed forcefully. The balloon was indeed always inflated and the device was kept for evaluation.